Event description:
It was reported that the patient presented to the hospital for a generator replacement procedure. Interrogation of the pulse generator noted that the left ventricular (lv) lead had high capture threshold, which was a known issue since implant. The lead was capped and replaced on (B)(6) 2024. The patient was stable throughout the procedure.